Event description:
During a lead revision due to oversensing, folding of the outside insulation was observed on the lead body. The lead was explanted.

Manufacturer narrative:
(B) (4): the lead was not returned for analysis. Therefore, the follow-up files from the programmer and the photos that were provided were reviewed. The photos do not indicate any problem with the lead body insulation. The files showed that all of the oversensing episodes were non-sustained episodes and did not trigger any therapy. The observed folding of the lead is a side effect of the protective polyurethane sheath which physically protects the inner silicone insulation. (B) (4)